Manufacturer narrative:
Batch review performed on 30-august-2019: lot 140481: (B)(4) items manufactured and released on 06-mar-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to instability 3 years and 8 months after primary. The cause of the instability is unknown. The surgeon revised the medacta insert semiconstrained 14mm s4 poly with a medacta insert semiconstrained 17mm s4 poly. The surgery was completed successfully.